Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of higher glucose scan values with the adc device compared to an adc meter. On (B)(6) 2022, the customer experienced symptoms of sweating, pallor, and belly pain and was provided "gluco juice" and dextrose by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event. Sensor scans of 17.50 mmol/l and 13.50 mmol/l were compared to adc meter glucose test results of 9.80 mmol/l and 3.40 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor 3mh00c9pj0d has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
Sensor scans of 17.50 mmol/l and 13.50 mmol/l were compared to adc meter glucose test results of 9.80 mmol/l and 3.40 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.